Manufacturer narrative:
(B) (4).

Event description:
Procedure: lap ventral hernia repair. According to the report: the devices were making crunching sounds when tacks deployed, then the next tack stuck and would not deploy. Opened a new device. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.